Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml ll had scale marking issues. The following information was provided by the initial reporter: it was reported the syringe was "missing the hash marks above 0.1.

Manufacturer narrative:
H.6. Investigation: one loose 1ml luer-lock syringe (p/n 309628) was received. The sample was visually evaluated. It was observed that the zero-line was severely misplaced by about 0.5ml towards the flanges. Additionally, one of the flanges was bent upwards away from the tip. This syringe was non-conforming per product specification. Potential root cause for the incorrect volumetrics and damage to the flange is associated with the marking process. Prior investigation has revealed that the bent flanges will cause processing issues under the printing pad wheel, resulting in the scale defect observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe 1ml ll had scale marking issues. The following information was provided by the initial reporter: it was reported the syringe was "missing the hash marks above 0.1.